Event description:
During detected at/af episodes, atrial events appear to be falling in blanking/refractory at times possibly triggering at/af device classified termination of at/af event in progress. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).